Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint, and completed the device evaluation. Failure analysis investigations confirmed, the customer reported complaint of non intuitive motion. This instruments grip tips were not moving intuitively. They were not following the master tool manipulator (mtm) input commands smoothly. The output motion at the wrist was not intuitive and did not correspond to input motion at masters. It was observed, that the roll gear/input was misaligned by 180 degrees compared to a known good instrument. The roll input was removed and re-installed in the correct orientation. And this fixed the non-intuitive motion issue upon re-testing. It was also observed, that if the main tube is manually rotated past the roll input hard stop, the roll input can pop out of the instrument, causing possible misalignment if re-inserted in a random orientation.

Event description:
It was reported, during a da vinci-assisted myomectomy surgical procedure. The surgeon attempted to grasp uterus tissue. However, the tenaculum forceps instrument moved in the opposite direction. The procedure was completed with no reported injury.